Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3 ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm which is in specification. There was no intermittent behavior while manipulating the tip, connector, or wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform / event tone over 300uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint therefore manufacturing and supplier issues have been ruled out as likely causes. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that there was no response even if it was applied on the tissue during the procedure. There was no patient impact.